Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the heavily calcified, right coronary artery (rca). The physician deployed a 3.0x20mm promus element plus stent in the ostial rca and then deployed another stent distal to the first stent in the very tight mid rca. When the physician advanced a 4.0x12 nc apex balloon for post-dilation of the distal stent, a non-bsc extension guide catheter was needed and the guide catheter was deep seated. In doing so the 3.0x20mm promus element plus stent became deformed. The extension guide catheter was removed and the 4.0x12 nc apex balloon was re-advanced for post-dilation of the 3.0x20mm promus element plus stent. The procedure was completed by deploying at 3.0x12mm promus element plus stent to cover the deformed area of the deformed stent. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).